Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid 10 mg/ml at 0.5 mg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018. The patient was admitted to the hospital for observation following implant on (B)(6) 2018. On (B)(6) 2018 redness at the pump site was noted, possibly cellulitis. It was noted cultures were negative. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included cultures. The patient was given intravenous antibiotics including vancomycin and ancef starting on (B)(6) 2018. The patient had a severe reaction to antibiotics and their kidneys shut down. On (B)(6) 2018 the patient was transferred to the intensive care unit (ICU) and on that day the pump was placed in minimum rate. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to be obtained and were not available. The patient¿s weight at the time of the event and medical history were asked and would not be made available. Surgical intervention did not occur and was not planned. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the redness at the pump site and possible cellulitis had been resolved. It was noted the device was working properly. No further complications were reported/anticipated or expected.